Event description:
Related manufacturer reference number: 2017865-2023-11373. It was reported that a patient presented in-clinic with post-paced t-wave over-sensing noted on the implantable cardioverter defibrillator and extra cardiac stimulation noted on the patient's right ventricular lead. Corrective programming changes were made to resolve both issues. No patient consequences were reported.